Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dyonics straight 4.5mm full radius blade did not work during a procedure. There was a reported 30 minute delay in the procedure. No patient injury or impact was reported.

Manufacturer narrative:
Device investigation narrative - one 4.5 mm full radius blade was returned for evaluation. The blade was evaluated for rotation and was found not to rotate freely, friction was felt. Visual assessment of the inner blade showed a band of debridement proximal to the edgeform. The outer blade is bent. This would indicate that excessive side loading was used during the procedure, causing the outer blade to bind with the inner blade. All indications point to excessive lateral load applied during use. Per the devices IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).